Event description:
It was reported by service report that the customer alleged the scale was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell (foot, right end) failed.